Event description:
A zoll disributor returned electrod bel sn (B)(4) to report thzt the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node and ECG "b". There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire.